Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: code 1802 ¿ the cessation of life. Patient expired (B)(6) 2021. H6: code 3190 ¿ an adverse event appears to have occurred but there is not yet enough information available to classify the device problem. H6: code 515 ¿ tubular support placed inside a blood vessel, canal, or duct to aid healing or relieve an obstruction. H6: code 3331 ¿ the investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. H6: code 4111 ¿ the investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. H6: code 4114 ¿ the actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. H6: code 213 ¿ the device either functioned as intended or a problem was not found. H6: code 4315 ¿ the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. The cessation of life. Patient expired (B)(6) 2021. A report has been received but the description provided does not appear to relate to an adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. Investigation is ongoing, and results are not yet available. A conclusion has yet to be established as the investigation is incomplete.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of a thoracic distal arch aneurysm rupture using gore® tag® conformable thoracic stent graft with active control system with 1 debranch bypass using gore® propaten® vascular graft. The procedure was concluded without any endoleaks and the patient tolerated the procedure. On (B)(6) 2021, the patient vomited the blood. A CT imaging revealed air near the aorta. It seemed that a hematoma from initial rupture was disappeared by an x-ray imaging. On (B)(6) 2021, the patient died. The physician stated cause of death is unknown, an aortoesophageal fistula and/or an infection might could be suspected, but the obvious fistula, endoleak and migration were not observed. The air was confirmed near the ctag implantation area, so the aortoesophageal fistula and/or the infection might have occurred in ctag implantation area. An autopsy won't be performed. It seemed that the propaten was not related to the infection. No reintervention and/or treatment was performed between the initial procedure and the patient death.